Manufacturer narrative:
Root cause: training. The t:slim pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became hot while the battery was charging. The customer's blood glucose level was 600 mg/dl, which was addressed with manual injections. Reportedly, the customer could only charge pump up to 40% as charging it back up to 100% causes pump to get very hot. During follow up tandem technical support reported that the pump declared a temperature alarm due to the reported issue.